Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that about 66 months after the implantation, the electrical parameters were slowly getting out of range since may 2016. Undersensing on this lead was noted. No further details are available at the moment. Physician decided to replace the lead. No adverse patient side effects were reported. The implant date was not provided.